Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
On (B)(6) 2014, essure insertion was attempted. The physician was attempting to do the right side and essure did not release. He had to cut the device. On (B)(6) 2014, laparoscopic tubal ligation and removal of essure (right side) were performed. It was reported that the removal was medically necessary. Hysteroscope was used for the essure removal.